Event description:
It was reported that prior to a routine pulse generator changeout for normal battery depletion, the device was found to be operating in backup mode. The patient was asymptomatic. No attempt was made to restore the device. It was explanted and replaced as planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.